Manufacturer narrative:
Citation: sierra j right ventricular outflow tract reconstruction: what conduit to use? Homograft or contegra?ann thorac surg. 2007 aug;84(2):606-10; discussion 610-1. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding what conduit to use-homograft or contegra for right ventricular outflow tract (rvot) reconstruction. All data were collected from a single center between june 1993 and december 2005. The study population included 138 patients (predominantly male, mean age 5 years), 50 of which were implanted with 12 mm to 18 mm medtronic contegra conduits. No serial numbers were provided. Among all patients, 1 patient died of graft-unrelated causes in the contegra group. The patient died of right ventricular failure on the eighth postoperative day. Based on the available information, medtronic product did not cause or contribute these deaths. Among all patients, adverse events included: distal anastomotic stenosis, increased gradient, leaflet necrosis, peri-contegra abscess and moderate valvular regurgitation. Based of the available information, medtronic product may have caused or contributed to these adverse events.